Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated that he needed locking caster for invacare bed model ih820dlx as they were broken. The caller did not know what portion of the brake was broken and during the caller he stated he did not know if they were broken or if the facility was looking for replacements.